Event description:
It was reported in a literature article that percutaneous transluminal angioplasty (pta) was performed with two balloons for severe stenosis in the mid-basilar artery. A non-stryker stent was deployed. Postoperative MRI noted a new infarction in the penetrating branch of the mid basilar artery pons. It is the physician's opinion that the stroke was related to the pta or to the stent deployment. No further information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.